Event description:
After the operation, it was discovered that the distal tip of the pedicle screw inserter had broken off the instrument. During the operation, the surgeon did not notice any problems. Nothing like the inserter tip was found during surgery, nor in the post operative images. However, because the inserter tip could not be located, an MDR report is being filed out of an abundance of caution.